Event description:
Pt's family was taking the pt to a bedroom, while the ventilator was running on internal battery, low minute volume alarm activated. When they cleared the alarm with 'alarm/reset' button, all the lights went out and the unit stopped working. They plugged the ventilator in to ac power, but could not turn it back on. Pt was manually ventilated by ambu bag. There was no death or severe injury involved in this incident.